Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was fell in swimming pool and now it was not working. The customer¿s blood glucose level was 130 mg/dl. The customer was assisted with troubleshooting for fluid expose. Customer stated that they do not hear fluid when shaking the insulin pump. Customer stated they do not see fluid under the lcd. Customer stated the insulin pump was not dropped. Customer stated that there were cracks in the insulin pump. Customer stated had cracks located on the back of the insulin pump. The insulin pump will be returned for analysis.